Event description:
It was reported that a psychiatrist's (B) (4) handheld computer was frozen on the interrogation successful screen. The psychiatrist performed a soft reset on the handheld and the event resolved. Furthermore, it is known that under certain conditions, the reported screen freeze event can occur with the (B) (4) computer.